Event description:
It was reported that during a hernia repair, the device would not fire on the eighth firing. A like device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
The analysis results confirmed that the instrument was returned with the handle shaft broken. No further testing was performed. The mfg records were reviewed and no amomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.